Event description:
Info rec'd alleges, the pump is alarming air-in-line but no air is noted.

Manufacturer narrative:
Moog has requested return of the device for investigation. A f/u report will be submitted when the investigation is complete.